Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located at the distal markerband. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found the tip of the device to be severely damaged. This type of damage is consistent with resistance being encountered when crossing a challenging lesion. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
It was reported that balloon rupture occurred. A 4.0 x 200, 135cm mustang balloon catheter was advanced for dilation through a 0.035 guidewire. During the procedure, the balloon was inflated with the encore inflation device at a nominal pressure, however, it was immediately noted that the balloon is deflating through a hole located at the distal end. The procedure was completed with a similar device. No complications were reported.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 4.0 x 200, 135cm mustang balloon catheter was advanced for dilation through a 0.035 guidewire. During the procedure, the balloon was inflated with the encore inflation device at a nominal pressure, however, it was immediately noted that the balloon is deflating through a hole located at the distal end. The procedure was completed with a similar device. No complications were reported.